Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 13 months post index procedure, the patient suffered a gi bleed. Patient was treated with antibiotics and dapt was discontinued. The investigator assessed that there was no relationship between the event and the study device. Patient was discharged on aspirin. Patient recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage); evaluation, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(6).